Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 3/11/2015 - (B)(4). Medwatch states: patient had bilateral total hip replacements in 2009 with large surface metal-on-metal bearings with asr construct. Patient now c/o left hip pain and increasing serum cobalt and chromium levels. Diagnosis: failed recalled total hip implant. Patient had left total hip revision on (B)(6) 2015. Other relevant history (comorbidities): obesity. This complaint was updated on: 03/24/15.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation papers allege that in the years after the implantation of the asr hip implant, the patient suffered from discomfort and pain in his hip. It has become increasingly painful for the patient to walk, to move his legs, and to rise from a seated position. Doi: (B)(6) 2009 dor: none reported (left hip). (B)(6). Update 10/16/2012 - plaintiff's preliminary disclosure form was received, which identified (part/lot) information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update - added sales rep details, surgeon, additional products x 3, patient height weight, date of birth and gender. Taken from der dated (B)(6) 2015. Sales rep: (B)(4); surgeon: dr (B)(6); patient height: (B)(6); patient gender : male; patient weight: (B)(6); patien d.o.b - (B)(6) 1964.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).